Event description:
9 years old child with a polaris valve since (B)(6) 2009. The valve worked correctly in every post-operation follow-up ((B)(6) 2010). On may (B)(6) 2013, the valve could not be adjusted anymore by surgeon. Because of this case, the surgeon decided to remove the valve.

Manufacturer narrative:
The returned spv valve has been analyzed. According to the results, obstruction has not been confirmed. A large white deposit is observed inside the valve, and especially around the rotor. The rotation test was not possible. Except this rotation test the valve meets its specifications. Rotor blocking by protein clot is a known short and long term complication described in the instructions for use.